Event description:
It was reported the patients blood glucose level rose above 250 mg/dl while wearing the pod between 4 and 24 hours. Treatment was not provided.

Manufacturer narrative:
A tear in the unexposed portion of the soft cannula resulted in fluid leaking from the fluid path and corrosion on internal components and low batteries. The device generated an 0x40 hazard alarm indicating rotational sensor maximum open count exceeded. Evidence of fluid was also observed on the commutator cap indicating that the leak from the soft cannula contributed to the rotational sensor abnormalities and the hazard alarm generated.